Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, on (B)(6) 2024, a restorelle was implanted. There was single promontofixation. It was reported that there was a bladder injury [perforation] during vesico-vaginal dissection. The medical intervention of suture of bladder injury and drainage for 8 days was noted as the action taken due to the event. The date of resolution was noted as (B)(6) 2024. The bladder injury was assessed as caused by the procedure.

Manufacturer narrative:
The device was not returned for evaluation. However, because examination of the returned components may not conclusively confirm or disprove the report of a bladder injury during vesico-vaginal dissection (perforation), quality accepts the physician¿s observations of such as the reason for medical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.